Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant upstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, false upstream occlusion alarms were confirmed. Further evaluation was unable to reproduce the false upstream occlusion alarms. The device was recalibrated to ensure prevention of these alarms.